Event description:
Respircare, a homecare provider (hcp), reported the following: (1) they reconditioned several c31 units and sold them as new to another hcp (with a 60 day warranty). (2) the hcp delivered 3 of the c31 units and a k tank to a pt's home on the evening of 11/5/99 and set up the pt (prescribed 6 lpm) with c31 (unit #2). (3) the contents indicator on c31 (unit #1), was inaccurate so hcp instructed pt's family to use this unit last. (4) two days later (11/7/99), the spouse switched pt to c31, (unit #3), before going to bed because spouse was concerned that the unit the pt had used since 11/5/99 would run out before the morining. Neither the pesonal care worker nor the pt were aware of the tank change. (5) on 11/8/99, the hcp respiratory therapist (rt) received a call from the pt's rt regarding the contents indicators. The pt's rt concluded that flow output of one tank was inaccurate and the other two tanks were reading "0" according to the indicators. Based on this info, both rts agreed to transfer the pt to tank #2 that read "0" but the flow was measuring accurate with the flow pen. (6) the next day, on 11/9/99, the pt woke at 4 a.m. Feeling unwell and requested "mist machine". When spouse arrived with the machine, the pt was unresponsive. Pt was transferred to the hosp by ambulance where pt passed away shortly after. (7) the pt's family alleges that equipment malfunction contributed to the death.